Manufacturer narrative:
No conclusions can be made. As reported, the patient developed an infected abscess post implant of a phasix st mesh. The information provided does not indicate a cause for the patient¿s postoperative course and no additional information was provided upon request. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is estimated based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ipom procedure, the patient was implanted with phasix st mesh as an underlay on (B)(6) 2025. Post implant, patient developed an abscess around the mesh that is growing staph, klebsiella and actinomycosis.